Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication did not appear on the refill list when levels dropped below minimum, despite correct settings in both epharmacy and es, and similar issues were suspected with other packs. However, there were no delays or adverse events or injuries reported based on this event.